Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported issues with the troponin method. It was discovered that the wash 1 solution was contaminated. The smell of acid was emitted from the wash 1 reagent bottle, indicating that acid reagent was possibly poured into the wash 1 bottle in error. All samples run after this, resulted low. The customer did not run quality controls (qc) during this time. Qc was not run until calibration failed on one lot. The customer then ran qc with another lot, which resulted low out of range. A siemens field application specialist (fas) was dispatched to the customer site. The fas changed the wash 1 solution, primed, and performed a calibration, which passed. The cause of falsely depressed tni-ultra results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s). The customer stated that they did not repeat the results because they discovered this issue after four days. Approximately 200 patient results were affected due to this event. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tni-ultra results.